Event description:
The initial reporter stated that the administration set was leaking after it separated between the free flow protection and the distal IV tubing during their tpn infusion. Mmdg followed up with the initial reporter and they stated that the patient did not experience any adverse effects due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.